Manufacturer narrative:
Batch review performed on 03 february 2026. Ball heads: mectacer 01.29.204 mectacer head biolox delta dia.32 12/14-s (k112115) lot 2433561: (B)(4) items manufactured and released on 16-dec-2024. Expiration date: 01-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.148dh acetabular shell d 48 two-holes (k132879) lot 2009431: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 12-jan-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3239hct flat pe hc liner d 32/c (k103721) lot 2424771: (B)(4) items manufactured and released on 25-oct-2024. Expiration date: 10-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: sms solid 01.36.043 sms solid stem std size3 (k181693) lot 2317572: (B)(4) items manufactured and released on 05-dec-2023. Expiration date: 15-nov-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 9 months from the primary, the patient came in due to signs of infection and mrsa and the cause is unknown. The surgeon performed a washout and removed all primary implants for antibiotic spacers. The surgery was completed successfully.